Manufacturer narrative:
Inspected 1 opened and used enlite sensor and performed bicarbonate buffer test per specifications. The enlite sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a change sensor message and calibration error alerts. Customer stated that he accidentally did not complete a bolus and the blood glucose reading went up to 352 mg/dl, while the sensor glucose reading was only 98 mg/dl. Customer was advised on recommended calibration protocol. Customer stated that the bad sensor alert occurred after the initialization period and after a second consecutive calibration error. He also stated that he had received low suspend alarms. Nothing further was reported.